Event description:
It was reported that the atrial lead exhibited an insulation anomaly. The lead was capped and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
(B)(4).